Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing insertion procedure, the device¿s guide wire was not negotiating/passing through the lumen of the catheter. The doctor confirmed for blockage occlusion inside the lumen. It was also reported that the procedure was completed by replacing the device with a new one. There was no patient injury.

Manufacturer narrative:
Evaluation summary a device history review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. All DHR are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for evaluation. Two photos were provided by the customer. Visual evaluations of these photos were performed. The first picture showed a catheter above an original labeling. Also, in this picture, it showed that the catheter was manipulated, however, the photos does not give enough information to confirm the defect. As per the instructions for use (IFU), the correct way to insert the catheter into a patient is by inserting the guide wire first. This will help to place the catheter in the right position inside of the patient. This defect has not been confirmed. The product sample was not returned to the manufacturing site for review. Based on the available information, it can be concluded that product was manufactured according to specifications, therefore the most probable cause can be considered as misuse; this defect was more likely patient related condition / catheter placement by the user. No triggers or trends were identified. No action is deemed necessary at this time. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.